Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure and 12x12 mesh was implanted on (B)(6) 2016 due to repair of large recurrent right upper quadrant incisional hernia. No additional information was provided.